Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead showed decreasing and low impedance. It was noted there was suspected lead damage due to aging. The lead was capped and replaced. No patient complications have been reported as a result of this event.